Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the battery and displays a code with 4 triangles. No patient involvement reported.

Manufacturer narrative:
Other, other text: device evaluated unable to access event history log due to error code. The reported problem was duplicated with error code 45520. The reported problem was caused by keyboard dose key shorted. Product is beyond a year from manufacture date (11/2015) and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months (last serviced in 06/2021) and there was no indication the complaint was related to previous service of the device.